Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during coiled cable field action service performed by the fse, cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic sensor extension cable. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1 (email) a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing fiber optic sensor extension cable (d012-00-1562). Fse tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.